Manufacturer narrative:
UDI #:( (B)(4). Implant and explant dates: if implanted; give date: (B)(6) 2016 - lens partially implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was torn during the implantation of the lens by the doctor. Patient contact, but no complication reported. No issue was noticed during the loading of the lens prior to the lens implantation. Further information provided noted that the lens was partially implanted. There was no incision enlargement or vitrectomy and the same model and diopter lens was used for the replacement.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection, using a microscope at 10x magnification, showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The iol was observed torn. Cosmetic damage (scratches) were also observed on the optical zone. The haptics were bent/distorted. The customer's reported complaint for torn lens was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.